Event description:
It was reported from canada that the attachment device was not functioning. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the planned surgical procedure. A spare device from another set was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn out and loose, which created a situation where the cutter was not able to be inserted. This was because the bearings was no longer in axial alignment not allowing the cutter to pass through. Therefore, the reported condition was confirmed. The assignable root cause of the failure was determined to be due to worn out bearings, from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.